Manufacturer narrative:
We have concluded our investigation process related to the reported complaint. Based on the information available to us, we were unable to confirm the event. However, a supplier corrective action report has been opened to further investigate this issue. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during the nursing rounds the patient was found with the probe in his hand. They removed it where the deflated balloon was observed. They tested the balloon and found that air and liquid leaks. They changed the device as a result.